Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5120110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. A sample shipment was received; however, it only contained empty unit packages and no product sample to evaluate. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Your reported issue of retraction issues and leakage could not be confirmed from the condition of the sample that was provided for investigation. One shielded needle and unit packaging were the only items provided for investigation. A functional test of the needle revealed no retraction issues. As the IV catheter was not returned for investigation, no leak could be confirmed. The retraction and leak issues could be associated with the interaction between the IV catheter and the needle; however, the root cause could not be determined. The reported issues could not be confirmed from the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Not retracting the needle. In addition, the once way valve was not functioning correctly, causing blood to flow freely which is not normal. One of the staff reported that the 20g insyte was not retracting normally, although after pushing the button several times it mostly retracted. Here is a picture of two18g insyte that did not retract at all. This poses a huge concern for needle sticks.